Manufacturer narrative:
Device evaluation summary: the device was returned to apollo, and a visual inspection was performed which noted the balloon shell was discolored, and was dark blue in appearance. White particles were noted on the outer surface of the shell. A sample fill tube was used for device testing; a valve test was performed and when di water was injected into the valve, the flow of fluid was continuous and unobstructed. An air leak test was performed, and noted leakage from one opening on the radius of the shell. Under microscopic analysis, this opening was noted to have striated edges, consistent with damage from a surgical tool. Blue particles were noted in the valve channel. After testing, a single cut was made on the posterior of the device to drain the air and fluid.

Manufacturer narrative:
Medwatch sent to the FDA on 03/02/2017 the reporter of the event was asked to return the product for analysis. To date, apollo has not received the device. Device labeling addresses the reported event as follows: warnings and precautions: the physiological response of the patient to the presence of the orbera system balloon may vary depending upon the patient's general condition and the level and type of activity. The types and frequency of administration of drugs or diet supplements and the overall diet of the patient may also affect the response. Each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such. Complications: possible complications of the use of the orbera system include: gastric discomfort, feelings of nausea and vomiting following balloon placement as the digestive system adjusts to the presence of the balloon. Continuing nausea and vomiting. This could result from direct irritation of the lining of the stomach or as a result of the balloon blocking the outlet of the stomach. It is even theoretically possible that the balloon could prevent vomiting (not nausea or retching) by blocking the inlet to the stomach from the esophagus. Abdominal or back pain, either steady or cyclic.

Event description:
Reported as: a patient had the orbera intragastric balloon placed, and after a period, "patient complained about vomit and frequent pain." The physician "performed an x-ray and noted a hyperinsuflated balloon." The device was removed and replaced.